Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: omnifix 50 ml ll us has what appears to be glue inside the barrel of the syringe. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples and four (4) photos were submitted to the manufacturer for evaluation. Through visual examination of the provided photos, silicone oil in the area between the piston stopper/cylinder breast was observed. Through visual examination of the samples, no drops of silicone oil at the complete syringe were observed. A review of the batch history was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the photos, the reported issue was observed. While the issue was observed, an exact root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.